Manufacturer narrative:
Concomitant product(s): product ID: 3093-28, lot# va088yp, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient programmer (pp) screen was blank and the patient planned to get new batteries. Troubleshooting was limited due to lack of access to the product. The patient had no urinary control for a week and it got worse. She was not feeling stimulation; she did not feel it for a week. There was a fall related to the issue, the patient fell on her tailbone 3 weeks prior to report. She planned to check stimulation and adjust it if the pp worked when she got new batteries. Also, she planned to follow up with the health care professional (hcp) if she could not connect with the implantable neurostimulator after she got new batteries. There was a gradual change in therapy/ symptoms. Additional information from the consumer's family reported that she got new batteries for the pp and she was able to synch. The patient was on program 4 at 1.1. She could not increase at first but when she was asked again, she was able to increase to 1.50 where stimulation sensation was on her vulva. From the week prior to report, there was no urinary control, it went when it wanted. The patient felt stimulation; she ended up switching to program 1. She had several falls in the last month prior to (B)(6) 2015. The patient's symptoms also returned the week prior to (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.